Event description:
It was reported that a homechoice automated pd set with cassette had a "moving black spot" in its tubing. This was noticed by the patient upon opening the device's packaging and before patient therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned and is currently in the process of being evaluated. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number s14a10068 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was returned to baxter and the evaluation is complete. A visual inspection was performed with loose particulate matter observed in the pouch. The cause of the issue was determined to be a manufacturing issue. A CAPA was referenced for this issue. Should additional relevant information become available, a supplemental report will be submitted.